Event description:
The physician was attempting to deliver an endeavor resolute drug eluting stent to a lesion in the lcx with stenosis. The device was prepped prior to use with no issues noted. The endeavor resolute device was advanced but the physician found that the distal part of the device was kinked after the device crossed the lesion. The physician removed it and used another device to complete the procedure. No patient complications were reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The 1st five distal segments were deformed and partially bunched with numerous struts raised. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (no issues were noted during preparation, it appears the deformation of the stent segments occurred during the procedure). Deformation problem (stent deformed). Evaluation conclusion: known inherent risk of procedure (stent deformation). Operational context caused or contributed to the event (no issues were noted during preparation, it appears the deformation of the stent segments occurred during the procedure). (B)(4).